Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type catheter; product ID 8590-1, lot# n152935, implanted: (B)(6) 2008, product type accessory. (B)(4).

Event description:
It was reported that there was a possible catheter break.

Event description:
It was reported that the physician noted the catheter was kinked at the anchor. The patient was hospitalized; a revision was performed, and the catheter was explanted and replaced. The pump was also explanted and replaced at that time and it was noted there was no alleged product issue against the pump. The patient had underdose symptoms of return of spasticity. The location of the issue was reported as the catheter track. The pump system was being used to deliver gablofen. It was further reported that the physician noticed a ¿link¿, and that the patient was ¿okay¿.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found no coring or tears in the cup of the sutureless connector, but the floor of the seal appeared to be stretched and pushed down. Leaking was seen coming from the top of the connector during pressure testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.